Manufacturer narrative:
Added g3/g4, h1/h2, h6.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events that may occur and/or require intervention include but are not limited to reoperation . Imaging evaluation summary: the imaging evaluation performed by a clinical imaging specialist showed the following: one timepoint available for evaluation: post-implantation cta dated (B)(6) 2024. Post-implantation cta imaging on (B)(6) 2024 is before the reintervention done that day treating to the celiac artery per the description summary. There is one ctag device implanted in the arch. There does appear to be fluid in the right and left chest. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular procedure in zone 3 of left subclavian artery to treat a dissection and aortic intramural hematoma (imh) utilizing a gore® tag® conformable thoracic stent graft with active control system. On (B)(6) 2024, the patient presented to the emergency room and was in stable condition, however, the blood pressure was extremely high, over 200 (mmhg). At the time, medical team was unsure if it was a rupture or fluid in the left chest. Physician did not think its rupture and physician did not have the official readings from the radiologists as the CT scan was done at a smaller hospital before patient was shifted. On (B)(6) 2024, the patient became unstable as there was fluid in the left chest. Physician did a reintervention with distal extension from the original graft with a gore® tag® conformable thoracic stent graft with active control system (34mm x 20cm) and landed just above the celiac artery. The procedure went well and patient is stable.